Event description:
A subset of the patients medical records were received as a result of a legal claim. The patient was revised to address a deep infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.